Manufacturer narrative:
(B)(4). Device alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test. Device had stripped battery cap coin slot (p). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had several motor error alerts in the alarm history. The customer¿s blood glucose level was 43 mg/dl. Troubleshooting was performed. Customer stated that the battery cap was locked in the insulin pump. Customer also stated that drive support cap was normal, insulin pump was not exposed to high magnetic field and customer did not contact his healthcare professional or was admitted to the hospital due to low blood glucose. Customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.